Event description:
It was reported by patient's counsel as a result of a legal claim that allegedly the patient underwent right tha on (B)(6) 2013, and was implanted with an lfit v40 femoral head and accolade hip stem requiring revision surgery on (B)(6) 2022, due to alleged head disassociation.

Manufacturer narrative:
An event involving an unknown accolade stem regarding disassociation and wear was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: not performed as the lot number was not provided. -complaint history review: not performed as the lot number was not provided. Conclusions: it was reported that the patient was revised due to disassociation. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
An event involving an accolade stem regarding disassociation and wear was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported by patient's counsel as a result of a legal claim that allegedly the patient underwent right tha on april 8, 2013, and was implanted with an lfit v40 femoral head and accolade hip stem requiring revision surgery on may 6, 2022, due to alleged head disassociation.